Event description:
It was reported that low sensing and loss of capture were observed. Upon x-ray, lead had perforated outside of the heart. Patient was asymptomatic. Lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.